Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states that they woke up to paramedics responding to their shaking. The customer states the paramedics did not treat. The customer states they treated with juice. The customer states they run and sweat profusely, which caused the sensors to fall out. The customer was advised that replacements would be sent out. No further information or assistance provided.